Event description:
Customer reported a centrifuge bowl leak/break in the fifth cycle of treatment. There was no blood leak alarm, just a loud noise in the centrifuge chamber and a "a smell of burned rubber." The nurse stopped the procedure herself when she heard the noise and noticed a strange smell; the instrument had not stopped automatically. She then aborted the treatment, released the kit and first took care of the patient. After more than ten minutes, there was suddenly a blood leak alarm. Patient's condition was stable. Service order (B)(4) was dispatched. The customer agreed to return the data key for investigation and send some pictures.

Manufacturer narrative:
A review of lot c745 was performed. There were no nonconformances associated with this lot. This lot met release requirements. Trends were reviewed for complaint categories, centrifuge bowl leak/break, smell - direct/indirect, and leak centrifuge alarm and no trends were detected. (B)(4) has been initiated to investigate centrifuge bowl leak/breaks. Feedback from service order (B)(4) is still pending at the time of this report. The assessment is based on information available at the time of the investigation. Evalution of the photographs and data key is still in progress at the tme of this report. A supplemental report will be filed when this evaluation is complete. (B)(4).